Event description:
It was reported that a patient had been "delusional" for over a year; the patient 'sees things'; she is 'paranoid' and has had a lot of 'personality changes'. Per the reporter, the patient is paralyzed from 'about chest down'; the rest of her body 'seems to have more pain'. The reporter had not noticed a change in the patient's spasms, but stated that the patient was also 'on a lot of other medication'. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
One (1) catheter model # 8709sc, serial # (B)(4), implanted on (B)(6) 2008, explanted unk; (2) pouch model # 8590-1; lot # n154147, implanted on (B)(6) 2008; explanted unk.